Event description:
Event description cpi received information that this bipolar lead was an attempted implant. After several attempts to position the lead, the screw broke off and remains implanted. A new lead was successfully implanted.